Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed due. This had happened in june as well, and they had to buy hard disk drives (hdd) then. However, as the unit is doing the same thing, they believe that the hdds are not the issue and there are other issues with the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitors: model: bsm-6301a. Sn: (B)(4). Model: bsm-6301a. Sn: (B)(4). Model: bsm-6301a. Sn: (B)(4). Model: bsm-6301a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed due. This had happened in june as well, and they had to buy hard disk drives (hdd) then. However, as the unit is doing the same thing, they believe that the hdds are not the issue and there are other issues with the cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed due. This had happened in june as well, and they had to buy hard disk drives (hdd) then. However, as the unit is doing the same thing, they believe that the hdds are not the issue and there are other issues with the cns. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: on 11/12/2020, the customer at texas county memorial hospital reported the following issue with pu-621ra; (B)(6), from patient monitoring: cns crashed due to the cns failing. Service requested / performed: repair requested. On 01/05/2021, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. The hard drives were found to be corrupted. On 01/06/2021, nka rc replaced both hard drives, #9000006111a, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 01/08/2021. No issues have been reported since. Investigation conclusion: the possible cause for the reported issue is considered to be hard drive corruption. Sudden power outages, power surges, abnormal shutdowns or viruses, complete system crash and updating errors, all of these could cause corruption of files. The overall risk of this event, taking into consideration of severity and probability, is "high." The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitors: model: bsm-6301a, sn: (B)(6). Model: bsm-6301a, sn: (B)(6). Model: bsm-6301a, sn: (B)(6). Model: bsm-6301a, sn: (B)(6).